Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon side console (ssc) visual display was frozen when the surgeon was working. The procedure outcome was unknown.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The customer informed the fse that the surgeon was experiencing the surgeon side console (ssc) master tool manipulators (mtms) locking up. The fse identified no errors in the logs. The fse did find the ssc armrest to be loose. The fse removed the armrest, cleaned the touchpad, reinstalled the armrest, and performed a touchpad calibration. The system was tested and verified as ready for use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was reported during the procedure. The issue did not resolve. There was no patient impact/injury due to the issue. The procedure was completed robotically with the same da vinci system.

Event description:
Refer to h11 for follow-up information.